Manufacturer narrative:
Summary of evaluation: this device was received and evaluated by this MFR. The engineering indicated the catheter shaft was returned without the strain relief or bifurcation. The distal end of the catheter shaft was elongated 20cm. The distal tip of the catheter shaft was broken and rough. The radiopaque markers were not present on the catheter shaft or returned for evaluation. Adhesive was noted on the proximal bond area. No balloon material was present on the catheter shaft. The balloon material was returned in two pieces. The first piece was 15mm x 15mm. The second piece was 8cm in length with the bond located at one end. The remainder of balloon material was not returned for evaluation. This device displayed characteristics indicative of exertion against resistance, an elongated catheter shaft with a broken and rough distal tip. Co believes this factor contributed to this event and do not attribute it to the device.

Event description:
It was reported a balloon burst on the third inflation above its rated burst pressure during dilatation of a stent in a transjugular intrahepatic portosystemic shunt dilatation procedure. Significant resistance was encountered upon removal of this balloon catheter resulting in the distal portion of the balloon and catheter detaching in the pt and migrating to the pulmonary artery. Successful retrieval utilizing a snare followed. The tips procedure was successfully completed the following day without pt complications. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. It was indicated this device was inflated three times well above its rated burst pressure and significant resistance was encountered. Co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "the rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."